Manufacturer narrative:
Unit received with detached end cap. Unable to perform the displacement test. Pump received with cracked battery tube threads. Cracked lcd window, cracked reservoir tube lip, cracked case display window corner, missing end cap sticker, stained address/serial number label. The p-cap locks into the reservoir compartment properly noted. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump was no longer working, it dropped and the bottom came off and the side cracked as well. Customer stated the reservoir lip ring did not show signs of damage. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.